Manufacturer narrative:
The serial number provided does not match suspect device. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called due to their 8110 not passing the force sensing part of calibration. Informed customer issue most likely due to the force sensor. Provided part number and recommended sending in for repair. Serial number: (B)(4).